Event description:
It was reported that cartridge leaked insulin at cartridge pigtail during off-pump filling, and issue occurred one time with 200 units of insulin loaded into cartridge. There was no reported adverse impact to the customer's blood glucose level. Customer could not return cartridge, and technical support arranged shipment of replacement cartridge as goodwill order.